Event description:
It was reported that this right ventricular (rv) lead exhibited noise with oversensing, with a possible 3 seconds of asystole. There was another 8 seconds of noise, but the patient's intrinsic rhythm was seen marching throughout. It was noted that this lead was implanted in 2002, and it was suspected that a lead integrity issue was developing. Rv impedance measure were stable in the 575-600 ohms range. This rv lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).